Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Thus the paclitaxel drug did not cause or contribute to the patient¿s death. (B)(4). PMA number is not applicable. The device is commercial product with a ce mark. Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the right distal sfa and proximal pop. On (B)(6) 2017, the patient received skin grips related to wounds of both limbs. Then, on (B)(6) 2017, the patient went to the hospital for general deterioration and was transferred to palliative care, but expired on (B)(6) 2017. The physician indicated this is not related to the study device or procedure.